Event description:
A customer contacted beckman coulter inc (bci) regarding two false high valproic acid (vpa) results produced by the unicel dxc 800 pro synchron chemistry analyzer. A patient sample when tested gave a vpa result of 19.6 ug/ml. The sample was re-run and amended result was <10 ug/ml. A sample obtained from another patient was tested and gave a result of 15.0ug/ml. The sample was re-run and amended result was <10 ug/ml. The erroneous results were reported outside the laboratory. It is unknown whether treatment was initiated or withheld.

Manufacturer narrative:
Qc was in range prior to the event. Service was scheduled for 2008. Field service engineer (fse) reported that the instrument failed the sample probe carryover testing. Fse replaced the sample probe, sample wash collar and the wash solution tubing/restrictor. As of three days later, the customer reported that the issue is resolved. Although hardware issues may have contributed to the event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.